Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to moisture damage keypad traces. Insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It is reported that the patient is having an issue with the keypad responding on their insulin pump. Patient's blood glucose level is at 126mg/dl. Trouble shooting is conducted and found that pump will have to be replaced. Device is being returned. No further information available.